Event description:
Hcp reported pt has an intrathecal mass compressing the spinal cord at t-10 in the antero-lateral quadrant of the spinal canal. Pt has been receiving compounded morphine sulfate of 50mg/ml-17 mg per day plus bupivacaine as high as 18-20mg/day. Pt symptoms include less than antigravity strength in both legs and has bowel and bladder sphincter dysfunction. Follow up with hcp revealed a neuro surgeon was consulted and the surgeon removed the granuloma and explanted the catheter. At follow-up, the pt continues to have significant weakness in one leg. Other deficits cannot be evaluated in the immediate post op period.